Event description:
It was reported that the patient underwent a spinal balloon kyphoplasty procedure at level l4 and during the procedure, the balloon ruptured. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.